Event description:
The pt was implanted with a left ventricular assist device. The pt was admitted due to shortness of breath and dark colored urine. The hospital examined the outflow graft, and it appeared as though the bend relief was partially disconnected. The pt is currently ongoing.

Manufacturer narrative:
The pt remains on going with the implant device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.